Event description:
It was reported that pump battery depleted faster than expected, with charge dropping by about half each day despite regular charging. There was no reported impact to customer¿s blood glucose level. A replacement pump was sent.